Event description:
Additional information from the patient's health care provider showed the patient's device was removed for device "failure." The patient outcome was reported as "no injury."

Manufacturer narrative:
(B)(4): the device is included in the educational brief sent in (B)(4), 2010. Also included was a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on january 15, 2008.

Event description:
It was reported that the lead was damaged during the explant procedure, and unretrieved device fragments were left in the patient. The reason for the explant and patient outcome were not provided. Additional information has been requested, but was not available as of the date of this report.